Event description:
Patient reported right side pain, lymph nodes in armpits, swelling of tissues, concern with allergan implants. Patient additionally reported cyst not related to the device. Healthcare professional reported capsular contracture, baker grade iii. Device has remains implanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade iii.